Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported red "x" symbol appeared and software error. There was no patient involvement reported.